Event description:
Customer reported a malfunction on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was assisted by cts with resetting the pump, but the same malfunction code recurred. Cts has arranged for a pump replacement and advised the customer to use mdi as backup therapy to ensure insulin delivery is not interrupted. They further advised the customer on steps to take upon receiving the replacement pump and instructed them to return the problematic pump to tandem using a prepaid label. Additionally, cts informed the customer that training for the updated software would be available in their tandem source account. Customer understood and acknowledged all instructions.